Event description:
User facility medwatch report, surgeon indicates: during arthroscopic procedures bits of metal shavings came off disposable shaver during procedure. Metal was identified post procedure MRI during post op office visit. Surgeon did not identify specific patients.

Manufacturer narrative:
Smith & nephew, inc. Endoscopy div.; is submitting the enclosed report to comply with 21 cfr 803, the MDR regulation. The report is based upon information obtained by smith & nephew inc endoscopy div which the company may not have been able to investigate or verify prior to the date of the report was required by FDA. The device has not been received for evaluation. (B)(4).